Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer blood glucose was 400 mg/dl. No treatment was given to the customer. Customer stated that the insulin pump was suspended due to threshold suspend as sensor glucose value was 56 mg/dl and blood glucose was 182 mg/dl. It was unknown whether the customer was using auto mode feature or not at the time of event. Customer will discontinue to use insulin pump.